Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('after hysterectomy the essure is gone') in female patients who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patients had essure inserted. On an unknown date, the patients underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced post procedural complication ("15% suffering from post sterilization syndrome"). The patient was treated with surgery (they had surgery to remove the essure). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the post procedural complication had not resolved. The reporter considered medical device removal and post procedural complication to be related to essure. ¿concerning the injuries reported in this case, the following ones were described in patients social media record: medical device removal, post ablation tubal sterilization, and adverse event". Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('after hysterectomy the essure is gone') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patients had essure inserted. On an unknown date, the patients underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced post procedural complication ("15% "suffering" from post sterilization syndrome"). The patient was treated with surgery (they had surgery to remove the essure). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the post procedural complication had not resolved. The reporter considered medical device removal and post procedural complication to be related to essure. ¿concerning the injuries reported in this case, the following ones were described in patients social media record: medical device removal, post procedural complication ". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-feb-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.